Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pacing impedance measurement, measuring greater than 3000 ohms in both unipolar and bipolar. It was suspected that the rv lead was fractured. The patient is not pacemaker dependent. The plan is to perform an x-ray and possibly perform a rv lead revision at a later time. The device was reprogrammed. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that this rv lead was explanted and replaced with a competitor lead. It was believed that this was related to twiddlers syndrome. No additional adverse patient effects were reported. This lead will not return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pacing impedance measurement, measuring greater than 3000 ohms in both unipolar and bipolar. It was suspected that the rv lead was fractured. The patient is not pacemaker dependent. The plan is to perform an x-ray and possibly perform a rv lead revision at a later time. The device was reprogrammed. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, it was reported that this rv lead was explanted and replaced with a competitor lead. It was believed that this was related to twiddlers syndrome. No additional adverse patient effects were reported. This lead will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.